Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of pericardial effusion requiring intervention occurred during the initial transseptal puncture (tsp) of a left atrial appendage (laa) closure procedure, where a versacross rf wire (rf wire) and versacross transseptal sheath (vxs) were used. The physician advanced the vxs through the femoral access site to position on the fossa for tsp. At the same time, a cardiovascular anesthesiologist (cva) positioned the transesophageal echocardiogram (tee) probe to view the appropriate transseptal site, froze the image and left the room. The tee probe imaging was unfrozen to position the vxs on the fossa, with the probe remaining unmanned and left stationary. The vxs was positioned without visual tee confirmation. Tsp was attempted unsuccessfully. X-ray imaging was used to reposition the vxs on the fossa and tsp was re-attempted unsuccessfully. The vxs was then removed from the patient, adjusted, and reinserted with manned tee probe guidance provided by a cva to position the vxs on the fossa for a third tsp attempt. While positioning, the patient's blood pressure dropped and a pericardial effusion was noted. The laa closure procedure was aborted. Protamine was administered, and pericardiocentesis was performed. The patient was stabilized and transported to the ICU. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. Device malfunction is not suspected. A separate problem report has been submitted for the versacross rf wire with the report number 9710452-2022-00028.